Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion with sepsis. Reportedly, the patient also had hematoma. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-dwas explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection and erosion with sepsis. Reportedly, the patient also had hematoma. The patient was treated with intravenous antibiotics. A revision was performed and the crt-d with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. The device and leads were sent to the hospital lab for testing. No additional adverse patient effects were reported. The device was not returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.